Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a child customer, reported the customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the symptoms of ¿itching and redness¿ have been happening for approximately a year. Caller noted the customer has used cavilon but with the new symptoms she had contact with a healthcare provider and was prescribed flixovate cream (a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was seated properly. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A caller, calling on behalf of a child customer, reported the customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the symptoms of ¿itching and redness¿ have been happening for approximately a year. Caller noted the customer has used cavilon but with the new symptoms she had contact with a healthcare provider and was prescribed flixovate cream (a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.